Manufacturer narrative:
(B)(4). The device was returned for evaluation and was confirmed to be the complaint device. The reported difficulty was not confirmed. The returned device was never used. The protective sheath was returned on the tightly folded balloon. The inner member was separated at the proximal balloon. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, mildly tortuous, 90% stenosed, proximal, left anterior descending (lad) artery the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation of the non-abbott drug eluting stent (des). During the first inflation at 12 atmosphere (atm) the balloon ruptured. A non-abbott bdc was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.